Event description:
The customer reported, the cuffs would fall off the glottis of the pt and the air leak alarm would be activated. The tube was not removed and they used tape of "taping" to stabilize. It was reported that the pt was re-intubated without further incident. The sample is not available.

Manufacturer narrative:
The lot number is unk, therefore, the date of MFR can not be determined. The tube was discarded by the user.